Event description:
A 43-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient's spouse informed novocure that the patient had fallen while possibly on therapy and subsequently required stitches to the scalp. As a result, optune gio therapy was temporarily discontinued. On (B)(6) 2026, novocure received a medical report indicating that the patient was in a terminal stage and in very poor condition, which led to the fall. In the treating physician's opinion, the event was unrelated to the optune gio device. It was noted that the scalp had been sutured and that the stitches had subsequently been removed.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the scalp laceration cannot be ruled out. The fall was unrelated to the device. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Note: additional device serial number (B)(6) manufactured on november 12, 2019. UDI: (B)(4).